Manufacturer narrative:
Dealer contacted the MFR regarding a consumer who alleged they were charging their chair when the charger allegedly started to smoke. No injury is alleged. A replacement charger was sent and several attempts to have the replaced charger returned from the dealer were made. The dealer has not returned the charger. Electronic malfunctions within the charger, including any debris that may result, are well contained within the metal enclosure of the device. No risk or shock is presented to the user. With an electronic component failure, some degree of smoking can occur, however, this is not an indication of sustained combustion. Dealer has been contacted several times for return of product for an eval. Dealer has not responded. A more thorough analysis would not require product return. Malfunction has not been established. MDR filed based on the notation rec'd by invacare on (B)(6) 2010. As noted, no external damage was visible during inspection and risk analysis notes that the metal enclosure would likely sink any heat during the brief heat event. Further, no injury was reported. Finally, reported malfunction could not be replicated by invacare and other factors such as misuse, abuse and/or lack of maintenance could not be confirmed or ruled out.

Event description:
The customer was charging the chair when the charger allegedly started to smoke. No injury is alleged.